Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces also, unable to perform self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current tests no blank display anomaly noted. No damage was found on the lcd isolation tape noted. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 215 mg/dl. Device was beeping. Customer removed and reinserted the battery. Device had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.